Manufacturer narrative:
The patient's injury occurred during manipulation of the retractor system. A hemorrhage event occurred and was corrected. Subsequently, the patient required treatment for an unintended blood clot. The reported issues have been resolved. No device malfunctions have been reported. "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels." "...preoperative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." Surgical facility retained the device.

Event description:
On (B)(6) 2015 a female patient underwent a lateral procedure. While removing the retractor blade the common iliac artery was damaged . Bipolar hemostasis and floseal were utilized. On (B)(6) 2015 the patient was transferred to another hospital and a stent was placed in the internal iliac artery as a result of a blood clot that was discovered. Patient is doing well post-op. No product malfunction suggested.